Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the CT scan results were unremarkable.

Event description:
Additional information received from the healthcare professional of a clinical study indicated that a revision surgery will be scheduled.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included reprogramming. Interventions included repositioning the lead. The event resulted in an unscheduled clinic or office visit. The cause of the event was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions included repositioning the leads on (B)(6) 2017. Device interrogation showed that the device was not working properly on (B)(6) 2016. X-rays revealed that the lead migrated from t5 ¿ t7 on (B)(6) 2017. On (B)(6) 2016 the patient continued to report a lack of therapeutic relief with the implantable neurostimulator (ins) system. A manufacturing representative interrogated the device and reported that it was not working properly.

Event description:
Additional information from the healthcare professional reported the patient underwent x-ray and ultrasound to rule out fractures or malignancy as etiology of pain. Imaging was normal and the patient agreed to undergo a revision. The leads were repositioned (B)(6) 2015. A couple weeks later, the patient was reprogrammed. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger . Product ID: 97740, serial# (B)(4), product type: programmer, patient . Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead . Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturing representative reported via consumer that the patient had a gradual loss of stimulation and therapeutic effect. The patient noticed recently that the implantable neurostimulator (ins) was not providing as much pain relief as it used to and the patient had pain in the legs and back. The patient had new severe back pain that was not covered with stimulation. It was noted that the patient confirmed that the ins was implanted mainly for leg pain. Impedance testing and reprogramming were performed. After reprogramming the patient confirmed that stimulation was present in the legs and buttocks but did not result in coverage of the patient's back pain. The patient was going to be trying hd programming and was going to contact the manufacturer's representative (rep) if additional reprogramming was needed. It was unknown what the cause of the issue was or if the issue was resolved. At the time of the report the patient was alive with no injury. Later the healthcare professional (hcp) of a clinical study reported that the patient experienced a loss of stimulation due to lead migration/dislodgement. The patient reported stimulation only in his lower extremities and not his lower back. The patient was not interested in a revision surgery to revise the leads. Actions taken as a result of the event included an unscheduled clinic or office visit and reprogramming. X-rays showed lead migration. The outcome was reported as ongoing. Relevant medical history included: lumbar radiculopathy spinal pain.